Event description:
Unsafe and hazardous evenflo vaporizer. The evenflo vaporizer overheated burning rptr's hand when rptr was removing the product from dresser. The vaporizer malfunctioned causing the basin full of water to be boiling hot. Even with the vaporizer sitting on a towel it was so hot it damaged the dresser, warping it where the unit was sitting. Rptr feels lucky that child wasn't the one to touch the vaporizer and burn hand. When rptr reported the incident to evenflo they just passed rptr off to the holmes group stating that it was their product with evenflo's name on it. Rptr also contacted the holmes group by phone and by letter to report the damage the malfunctioned vaporizer caused to the dresser and after two months rptr has yet to receive adequate response from them. The vaporizer has a white basin and a teal green top.